Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a guide wire lumen kink was observed. The balloon catheter was replaced with resolve. The case was completed with cryo. It was also reported that blood was visible on the balloon catheter, specifically in the interior of the balloon. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the balloon catheter, 2af284 with lot number 45678, was returned and analyzed. Visual inspection of the balloon catheter showed that it was intact with no apparent issues. Smart chip verification showed that the catheter has been used for 13 injections. The catheter passed the performance test and electrical integrity as per specification. The inflation showed a kink on the guide wire lumen under the balloon segment, and dissection showed a guide wire lumen kink at 1.34 inches from the tip inside the balloon segment. In conclusion, the reported guide wire lumen kink was confirmed through testing. The balloon catheter failed the returned product inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.